Event description:
It was reported the patient ((B)(6)) suddenly lost stimulation and is unable to establish communication with the ipg via the charging system or patient programmer. The implanting physician will be consulted for further advisement on the course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.